Manufacturer narrative:
No product was returned for investigation.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported leak could not be confirmed.

Event description:
During the procedure, blood leakage was noted from the hemostasis valve while inserting the catheter. The device was replaced and the procedure was completed with no adverse consequences to the patient.